Manufacturer narrative:
This report is being submitted as follow up no. 2 to update section h3, and to provide the complete investigation results. One (1) 8 fr angio-seal vip device was returned for product evaluation. The returned sample includes the carrier tube, hemostasis sheath, and header bag. The device was subjected to visual analysis. The device appears to be used with visible signs of blood. The carrier tube and hemostasis sheath appear to have been separated. The carrier tube is in rear lock position, with the latches having the locking mechanism. There is a kink on the distal end of the carrier tube. The bypass tube and anchor are present. The hemostasis sheath has a kink at the proximal end near the hub. The returned sample appeared to have been used and contained the anchor. The device appeared to have been pulled apart to confirm the location of the anchor. Therefore, the complaint can be confirmed for a nondeployment device pullout. The exact root cause cannot be determined. The likely cause is there was obstruction to the device tip, preventing the anchor from deploying and posting. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
Additional information was received on 24sep2025: a 5 french procedure sheath was used. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. The patient was stable. No concomitant medical products used with the angio-seal. Hemostasis achieved by holding fifteen (15) minutes of pressure.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to section b5, h6: impact code, and provide the device return date in section d9.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: md - interventional radiologist. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the reported information. The foot plate/plunger did not successfully deploy. When pulling back on device, foot plate/plunger returned inside sheath. The blood loss was less than 250cc. The procedure prior to use of the angio-seal prostatic artery embolization (pae).